Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopic procedure, the ar-8330h button was stuck and would not turn off turning the procedure. The surgeon removed the shaver while the device was still in motion and this caused an injury to the patients skin. The case was complete using this shaver.

Manufacturer narrative:
After further review of this complaint it was determined that there was no serious injury attributed with this complaint.

Manufacturer narrative:
(No problem found) the evaluation did not identify any issues relevant to the reported event.